Manufacturer narrative:
Batch review performed on 08 november 2016. Lot 1552567: (B)(4) items manufactured and released on 29 february 2016. No anomalies found related to the problem. To date, (B)(4) similar events have been reported on items of this lot. On 09 november 2016 the (B)(4) project manager performed a visual inspection of the retrieved item and commented as follows: during the visual inspection was observed that all the four prongs of the screwdriver broke off as per fragile fracture. In addition, the lips of the damaged screw got deformed outwards. It is assumed that screw pilot hole was not properly performed and, therefore, it was necessary to exert excessive force at the interface to fully engage the screw in the plate hole . However bone preparation must be performed as given in the surgical technique, in order to ease screw insertion as much as possible . The standard driver design has been reviewed in order to address this issue. All the critical cross-sections have been enlarged to improve the stiffness and a mechanical stop has been added on the outer shaft to ease the removal from the plate hole.

Event description:
The tip of the mecta-c screwdriver broke during surgery. All pieces of the broken screwdriver were removed. The surgeon had to replace the screw.